Event description:
It was reported the patient's charger caught on fire when she plugged it into an outlet. The patient suffered third degree burns due to the fire. It was reported the patient had the outlet replaced, and stated there was a problem with the outlet. The patient reported she thought her granddaughter stuck something in the outlet.

Manufacturer narrative:
Complaint was confirmed. The returned ac power cord had extensive damage consistent with involvement with an electrical fire. Per the event details, the patient's wall outlet was faulty. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.